Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited a b30 communication. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the issue could not be reproduced, however, it is likely that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts and therefore, video system center cannot communicate with the endoscope. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.